Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred on (B)(6) 2014. The drain volume was 3680ml during cycle 4, and the largest prescribed fill volume was 2000ml. No additional information is available.